Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual inspection of the actual sample revealed that the sheath on the sliding part had been pulled back completely. Magnifying inspection of the area where the stent had been mounted revealed no kink, no deformity or no other visible anomaly. Magnifying inspection of the joint part where two traction wires were fixed to the sheath confirmed that the joint part was not disjointed. The outer diameter of the sliding part was measured and confirmed to meet the manufacturer specifications. X-ray fluoroscopic inspection of the deployment handle revealed that the traction wires had been rolled back properly. IFU states: p27 precaution. When adjusting the position of the stent, always advance the stent system first and then pull it back to position the stent. (The stent can become shortened or elongated during deployment due to flexure of the delivery catheter within the vessel.) P26 precautions. Eliminate any slack in the delivery catheter and fix in position. (The stent can become compressed or elongated during deployment.) Do not hold the sliding part of the delivery catheter. (The stent can become compressed during deployment.) Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that the stent was released while the sliding part of the delivery catheter was in the state of being trapped by some factor (calcification lesion, etc.); which caused the inner shaft and the stent to move forward resulting in the shrinkage of stent. However, the state of the deployed stent (cine image) could not be confirmed. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: vascular team lead. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the shipping inspection record of the product code/lot# combination was conducted with no findings. (B)(4).

Event description:
The user facility reported that the involved r2p misago was used during the procedure. The stent moved forward initially during deployment, and then bunched up in multiple spots during deployment. They were using it through a 6f 11cm pinnacle sheath with an antegrade approach to the sfa. The estimated blood loss was less than 250cc. There was no patient injury, medical/surgical intervention required. The patient's condition was stable. The procedure outcome was successful. The artery of the lower extremity was not previously treated. Lesion treatment history: diseased right limb; location: sfa; calcification: moderate; tortuousness: mild. Lesion length, diameter, stenosis %: lesion length approximately (mm)180; % diameter stenosis: 90; reference vessel diameter approximately (mm)6. Site of access/puncture and approach: femoral artery ipsilateral and retrograde. Lesion treatment history: pre-dilatation: yes, and post-dilatation: yes.